Event description:
It was reported that the patient presented in clinic for a scheduled follow-up. The pulse generator exhibited a diagnostics anomaly. A firmware download restored normal device function and the patient was in normal condition.

Manufacturer narrative:
(B)(4).